Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 3.00mm promus elite drug eluting stentwas advanced for treatment but it could not track down lesion. However, it was noted that the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 3.00mm promus elite drug eluting stent was advanced for treatment but it could not track down lesion. However, it was noted that the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported.